Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage, low battery alert and blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery died on his pump. The customer stated that when he changed the battery on his pump, it did not turn on. The customer stated that the battery thread area is chipping off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer declined to troubleshoot for blank display.